Manufacturer narrative:
The unit was received with a minor scratched lcd window, a cracked case at the reservoir tube window corners, a cracked case at the display window corners, cracked battery tube threads, a missing end cap sticker, and a cracked reservoir tube lip. The unit passed the displacement test. The unit alarmed motor error during the basic occlusion test due to a loose/flush drive support disk. The motor was tested outside of the device and passed.

Event description:
The customer called in to report that she had 2 insulin pumps that she needed to return. 1 device had motor error alarms and the other device was cracked all over. The customer's blood glucose level was unknown. The customer's device was returned.